Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" errors generated on the cell-dyn sapphire hematology analyzer. The customer replaced the faulty syringe with a new syringe, and the issue was resolved. The customer reported there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.